Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012751366 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba (printed circuit board assembly) chip was repr ogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. During verification of sliding mechanism, despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test revealed an open loop on the electrode #9 wire. During inspection of the array segment, an electrode wire to electrode #9 detachment was observed, and during inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported "spiral array/ array deformed/damaged/twisted" issue was not observed/reproduced with the returned catheter. The catheter failed the returned product inspection due to an electrode wire to electrode detachment observed in the spiral array, and an electrode wire was observed tangled in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, it was reported that after placement in the right inferior pulmonary vein (ripv) and deployment in the left atrium, the spiral array did not return to its correct form. It was deformed. The loop catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.